Event description:
Crack at side arm connection of pressure reservoir purge cassette. Sodium bicarb used as purge fluid- known to cause breakage at side arm- extension tubing is current workaround- extension tubing already in place at time of device failure- currently if side arm breaks there are 2 options: cut purge cassette and replace connection with 21g needle (temp fix) or replace entire impella device (not an option as patient is not candidate and it would require another surgery).